Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device displays e4 (occlusion) error, the vibration alarm makes "strong" noises, and she believes the device delivers too little insulin. On (B)(6) 2011, e4 was displayed and the pt changed the infusion site and tubing. Her blood glucose measured 24 mmol/l (432 mg/dl) and she injected insulin via syringe. At 7:00pm her blood glucose measured 3.1 mmol/l (56 mg/dl) and she ate 2 be. At 11:00pm her blood glucose measured 8 mmol/l (144 mg/dl). On (B)(6) 2011 at 2:30am, the pt woke up and she was sweating heavily. Her blood glucose measured 21 mmol/l (378 mg/dl) and she injected insulin via pen. At 7:00am, her blood glucose measured 3.1 mmol/l (56 mg/dl). She stated she changes the infusion site every 2-3 days and the infusion tubing every 12 days. She was advised to refer to the user's manual. She changes the insulin cartridge every 6 days. Her normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.